Event description:
It was reported that during impaction at l4-l5 disc space in an l3-l5 lateral interbody fusion, the aria implant fractured. Delay in surgery was about 45 minutes.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: not applicable ¿ as the product is not available for inspection. Device history review: the device history review could not be performed because the product is unavailable and the lot number was not reported. Conclusion: the avs aria cage breakage was confirmed based on the reported account from the sales representative. The sales rep reported implant breakage near the threaded interface between the inserter and the implant upon impaction of the implant. The implant required additional force to insert as it became more resistant during insertion (the implant was inserted about half way and then required additional force). The fragments were discarded at the hospital and the implant remains implanted. The product failure caused a 45 minute surgical delay. Based on the extensive history of this product failure, the most likely mechanistic explanation for the breakage at that particular location on the implant is the application of inadvertent cantilever forces. The circumstances of the insertion were probed and there was no indication of blatant / recognizable misuse. The issue is believed to be the result of the user applying cantilever forces to the implant inserter during insertion and/or the implant not being correctly loaded to the implant inserter. Excessive impaction could also have contributed to the failure.

Event description:
It was reported that during impaction at l4-l5 disc space in an l3-l5 lateral interbody fusion, the aria implant fractured. Delay in surgery was about 45 minutes.